Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer connected the pump to a power source to charge, but the pump did not turn on. The customer's blood glucose was 500mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.